Event description:
It was reported that the patient underwent a posterolateral spinal fusion at l4-5 to treat lateral listhesis at l4-5 and a large far -lateral disc herniation at l4-5. Pedicle screws were placed at l4 and l5 along with contoured rods. Bmp with crm was placed into the intertransverse interval. Post-op, the patient reportedly continued to have back pain after the initial surgery at l4-5 that got worse with time. An MRI and CT myelogram of the lumbar spine revealed degenerative changes in the l3-4 disc with adjacent level disease following his previous l4-5fusion resulting in l3-4 central canal stenosis in addition to bilateral foraminal stenosis. 1027 days post-op, the patient underwent a second surgical procedure to treat adjacent level degenerative disc disease at l3-4 with canal stenosis and bilateral foraminal stenosis with a dlif approach. Osteophytes were noted at l3-4.

Manufacturer narrative:
(B)(6). (B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.